Event description:
It was reported that the patient had a recent increase in convulsions that led to post-seizure psychosis. The physician stated that the patient's vns battery was still working but was very depleted; however, the battery status was not recorded. The patient was referred for generator replacement surgery, but no surgery has occurred to date. Attempts for further information were unsuccessful to date.

Event description:
The patient had generator replacement surgery due to battery depletion. The explanted generator was discarded per hospital policy.